Manufacturer narrative:
The customer's test strips were provided for investigation. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: masterlot and retention meter: 3.3 inr, customer strips and retention meter: 3.2 inr. Donor #2: masterlot and retention meter: 2.9 inr, customer strips and retention meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received error messages on coaguchek xs meter serial number (B)(4) and the meter was giving higher results than the laboratory dade innovin method. The customer stated it was possible that blood was applied to the test strips prior to the countdown performed by the meter. The customer provided data for a total of 13 patient samples, of which three had erroneous results. None of the patients were treated as a result of the event and they were not adversely affected. The patients' therapeutic ranges were not known and they had no limitations for using the meter. The first patient had a result of 4.3 inr on the meter. When tested using the dade innovin method, the patient had a result of 3.3 inr. The two tests were performed within minutes of each other. This patient does not have any bleeding or bruising this patient is taking 2.5 mg of coumadin currently however the dosage taken at the time of testing is unknown. A sample from the second patient, an (B)(6) year old female born on (B)(6) 1933 and weighing (B)(6), resulted as 2.5 inr when tested on the meter on (B)(6) 2017. When tested using the dade innovin method, the patient had a result of 2.0 inr. Comparisons were performed within seven hours of each other. The customer did not know the last time this patient took their last coumadin dose. This patient takes coumadin in the evening. The last medication taken by the patient was the evening before the event. This patient has had no changes in normal vitamins and supplements preceding the event. This patient has not had any changed or missed dosages. The patient's testing frequency is monthly. A sample from the third patient, a (B)(6) year old male born on (B)(6) 1945 and weighing (B)(6), resulted as 2.3 inr when tested on the meter on (B)(6) 2017. When tested using the dade innovin method, the patient had a result of 1.7 inr. Comparisons were performed within seven hours of each other. The customer did not know the last time the patient took their last coumadin dose. This patient takes coumadin in the evening. The last medication taken by the patient was the evening before the event. This patient has had no changes in normal vitamins and supplements preceding the event. This patient has not had any changed or missed dosages. The patient's testing frequency is one to two weeks. Controls were fine within 24 hours for all testing performed on the meter. The customer's product was requested for investigation and replacement product was shipped to the customer. Relevant retention test strips (lot 139818-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.